Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter indicated that a vticm5_12.6mm, -4.50/+4/71 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021 and the patient experienced refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.